Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose level due to leak in qr needle intact. Customer¿s blood glucose level was 509 mg/dl at the time of incident. Customer was treated with insulin pump high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer declined troubleshooting for high blood glucose level. Customer stated that the insulin pump had a critical pump error due to pump was exposed to high magnetic field. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring=black. On 10/28/2021 customer called in with the following concern: cust states that his infusion set is leaking at the quick release. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. Proceed it with the following testing to assure proper functionality of the unit. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was tested using a water fill reservoir. No leaking reservoir noted during testing. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. Per visual inspection, all connectors were plugged in properly and no moisture damage on electronic assemblies, battery tube compartment or reservoir tube compartment. Unit functioning properly during testing. No physical damage noted during visual inspection. In conclusion, customer concern was not confirmed during testing. No moisture damage was noted on reservoir or battery tube compartments during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.